Event description:
It was reported that a lead alert triggered due to a high impedance measurement on the right ventricular (rv) lead. There was a noted rise in pacing impedance and pacing thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.